Event description:
The tr band was found to be completely empty during the 3- hour post procedure examination. Pcc (B)(6) was tasked with examining the tr band due to the identification of new connections on the band. After careful inspection, (B)(6) and I confirmed the absence of air in the tr band. The physician was promptly notified, and an order was issued. Communicated with dr. (B)(6) and there was no adverse outcome for the patient. The tr band vendor was contacted, and it was discovered there have been reports of air leaking with the tr band. A mitigation process to avoid further leaking events was shared and disseminated to the (B)(6) interventionalists.